Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the third firing on a laparoscopic colectomy, there was no problem loading the cartridge but the device did not fire when passed to the doctor. It was stated that pre-firing occurred. The procedure was completed with another device. The event occurred during the procedure but the product was not used for patient. There was no patient injury.